Event description:
User facility wanted to inform the company of an adverse event report in which they must file with FDA in which personnel from their facility misused the product and the product failed. A nurse connected a CT injector, which injects dye into the pt for a cat scan, to the d-100 set at the y-connector. The set was pressurized to 300psi causing the tubing to stretch and split below the y connector. The nurse immediately clamped off the set. No pt injury occurred.